Event description:
It was reported that subsequent to a maze procedure, the right atrial lead was repositioned for better sensing and pacing of the left atrium, closer to the septum. It was noted that the original placement resulted in right atrial capture and sensing, but after the maze procedure, the left atrium was isolated from the original lead position. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)